Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03907 and 2134265-2018-03905. It was reported the speed was unstable. During platform testing, outside of the patient, the rotablator console and a rotablator plus catheter were unable to maintain a stable speed. The physician wanted to run at 170,000rpm, but the device was running between 90 to 220,000rpm. The rotablator plus catheter was exchanged for a new catheter and the same issue occurred. The physician also stated the noise during the test run differed from the normal sound during rotation. Both catheters were noted to have been continuously flushed during testing. No patient complications were reported.